Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
A diamondback 360 peripheral orbital atherectomy device (oad) and viperwire peripheral guide wire were used to treat a superficial femoral artery (sfa). During the first treatment on low speed, blood was observed to be backing up in the catheter. Further inspection revealed the catheter was detached from the strain relief which prevented from saline flowing to the patient. Blood was dripping at the separation location. The catheter was reconnected to the strain relief, however, the physician elected to replace the oad to complete the procedure. The patient was stable and there were no patient adverse effects.

Event description:
A diamondback 360 peripheral orbital atherectomy device (oad) and viperwire peripheral guide wire were used to treat a superficial femoral artery (sfa). During the first treatment on low speed, blood was observed to be backing up in the catheter. Further inspection revealed the catheter was detached from the strain relief which prevented from saline flowing to the patient. Blood was dripping at the separation location. The catheter was reconnected to the strain relief, however, the physician elected to replace the oad to complete the procedure. The patient was stable and there were no patient adverse effects.

Manufacturer narrative:
Correction: h6 replaced medical device problem code 2907 with 1562. A visual inspection and functional testing were performed on the returned device. The reported material separation and insufficient flow was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a historical product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported material separation and insufficient flow appears to be related to a potential product quality issue. Examination of the separated end of the saline sheath found it to be a clean separation. Manufacturing engineering review of the glue plug suggested a possible defect (short shot) in the overmolded glue plug.